Event description:
During PICC (peripherally inserted central catheter) dressing change, the stat lock would not lock into place on one side. Obtained a new stat lock and placed without difficulty. Original packaging discarded, no lot or ref numbers available. Device is available for evaluation.